Event description:
Same case as MDR ID # 2134265-2013-02396 and 2134265-2013-02397. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. Vascular access was obtained through the radial artery. During the ivus procedure, ilab motor drive unit was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No patient complication has been reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The product was received in good condition. The unit meets specifications for functional test. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-02396 and 2134265-2013-02397. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. Vascular access was obtained through the radial artery. During the ivus procedure, ilab motor drive unit was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No patient complication has been reported.